Event description:
A journal article was reviewed that contained information regarding this cardiac resynchronization therapy defibrillator. The article included the following failure modes: inappropriate therapy delivered due to intra atrial conduction disturbance around the tip of the atrial lead which delayed sensing of the trial activation during av nodal reentrant tachycardia which triggered the inappropriate delivery of therapy. The patient underwent slow pathway ablation which eliminated the inducible tachycardia. The device appears to still be in use at this time. Further follow up did not yield any additional relevant information regarding this event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature and no user facility follow-up is possible without product identification. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Without a serial number it is not known if this event has been reported previously. Referenced article: "inappropriate therapy delivered by a crt-d for tachycardia with simultaneous atrial and ventricular activation: what is the tachycardia?" (B)(4).